Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the infusion site twice. The customer's blood glucose (bg) level was in the high 200 mg/dl range and an insulin injection was administered to address the bg level.